Event description:
The customer reported that the insulin pump alarmed motor error while trying to change the infusion set. Troubleshooting was performed. The customer was able to rewind. Ran a displacement test and the test passed. Customer then stated that her last blood glucose reading was 373mg/dl, but recently she has been running low. The customer stated being hospitalized on (B)(6) and (B)(6) 2011 for low blood glucose. The blood glucose reading at time of call was 75mg/dl. The customer stated that she does not remember what happened the second time she was admitted. The customer stated that her glucose level was 75mg/dl and 68mg/dl when she was admitted for each individual time. The customer stated that sometimes she changes the infusion set every four to five days, and she prefilled the reservoirs. The programming on the insulin pump was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.